Event description:
It was reported embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The wds was advanced, and deployed in the laa. Position, anchor, size and seal (pass) was met and the closure device was released when releasing the closure device, it was noted that the device migrated proximally. Within a few heartbeats, the closure device came loose and moved out in the atrium over the mitral valve. The device did not exit the left atrium (la) and no injury to any valves occurred. A short non-bsc gore dryseal sheath was introduced into the la, and then an agilis sheath was introduced through the sheath with a non-bsc bioptome (grasping instrument) which was used retrieve the device. The fxd curve was was reintroduced and a new 31mm watchman flx pro closure device was deployed successfully in the laa. There were no further complications, and the patient was discharged the next day.